Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, ¿for months¿, and ¿for the past six months¿, they experienced scarring to the skin. The scarring would have been caused by the filament bending, due to the sensor component moving. The patient did not report more information regarding the scar, if it was still healing, and over what time period the scar would have been visible. The patient also did not provide any information regarding how many sensors the scarring occurred with. There was no photo provided. No other details were documented and attempts to contact the patient for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).